Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 104 displayed and internal clock failure) was isolated to contamination on the pins of pca jumper j1000. Root cause investigation of similar failures determined that flux contamination on j1000 caused the service code. Further root cause investigation being documented under car-1495. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor was displaying a service code 104 and experiencing an internal clock failure.